Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported there was a "piece of scrid" noticed in the package of a keller funnel®2. No patient contact was made and the procedure was completed with a backup device.